Manufacturer narrative:
Review of the device history record for the tissue component of the prosthesis confirmed that the valve satisfied all material, dimensional and performance standards required for perceval 25/l - sn (B)(4) at the time of manufacture and release. Visual inspection confirmed the absence of manufacturing defects. Hydrodynamic testing confirmed that the device exhibited normal leaflet kinematics, and did not reveal any anomalous behavior during the open/close phases. Furthermore, no coaptation deficits were identified. Based on the investigation performed, the event cannot be attributed to any factor intrinsic to the involved device.

Manufacturer narrative:
The valve was received for examination on (B)(6) 2017. Gross examination confirmed that the returned valve was received in generally good condition.

Event description:
A perceval large pvs25 #a49628 was implanted (B)(6) 2017 via full sternotomy. After deploying valve and closing the aortonomy, the cross clamp was removed and echocardiography was initiated to observe the valve. The cardiologist noticed significant ai through the center of the perceval implant via echocardiogram, and further evaluation showed the leaflet near the left coronary ostia was not moving normally. The physician remarked that it looked like the leaflet was "frozen". The physician decided to go back on bypass, explanted the valve, and measured the annulus again with the perceval sizers. He determined that another large perceval valve was the correct size to implant. He implanted large perceval pvs25 #a48950 in the patient. After deployment and ballooning, the aortotomy was closed and echocardiography revealed a normal functioning valve with no pvl or ai and gradient of 5mm. The added x-clamp time was 15-20 minutes and the patient had normal recovery after surgery. The surgeon was experienced with perceval.